Manufacturer narrative:
(B)(4). The device was not returned to atricure for evaluation as it was implanted. Device history record reviewed and no non-conformance or re-work noted during manufacturing process that would be related to the reported issue. Device was implanted.

Event description:
It was reported that during a tt maze with laa clip, they opened a pro2 clip size 40, it tested fine and they deployed the clip successfully but, then it failed to close in order to be removed from the chest port, the incision was slightly extended further for removal. The procedure was prolonged slightly by a few minutes and there was no patient consequence. Prior to this event, they also tested pro2 clip size 45 a few times outside of body and it failed to open. (B)(4).

Manufacturer narrative:
(B)(4). The complaint was confirmed. The opening cable has become wedged between the pulley and the toggle, preventing the mechanism from closing.